Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. Based on information provided and/or service performed, the customers alleged malfunction was confirmed, or failed to meet specifications. The device was not being used for treatment when the reported event occurred. The customers alleged malfunction was confirmed and it was determined that the root cause was a faulty vga board. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Event description:
The customer reported that the display is flickering. The field service engineer (fse) verified the reported problem. The field service engineer (fse) reported that the unit was not in use on a patient. The issue was found during testing. The field service engineer (fse) replaced the vga board to address the reported problem.